Manufacturer narrative:
H6: investigation summary a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015953. No further information was available to clarify the nature of the customer's experience in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015953 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported when using the bd maxplus positive pressure connector, the device experienced damaged deformed product. The following information was provided by the initial reporter. The customer stated: the patient used a bd needleless connector on the central venous catheter on (B)(6) 2022 due to transabdominal low rectal cancer radical resection. The spring of the connection port could not be bounced, which did not cause any harm to the patient, so the bd needleless connector was replaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxplus positive pressure connector, the device experienced damaged deformed product. The following information was provided by the initial reporter. The customer stated: the patient used a bd needleless connector on the central venous catheter on (B)(6) 2022 due to transabdominal low rectal cancer radical resection. The spring of the connection port could not be bounced, which did not cause any harm to the patient, so the bd needleless connector was replaced.